Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was being performed in the nephrology department. During insertion, the dilator split which led to the spring wire guide becoming kinked. As a result, a new kit was opened and used without issue. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a di lator and guide wire. The guide wire was kinked at 3.5 cm from the proximal end. The tip of the dilator was observed to be damaged with white stress marks at 2 cm from the tip, indicating that the dilator had been bent. The undamaged section of the guide wire was inserted through the dilator without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and directs the user to enlarge the cutaneous puncture site prior to dilator insertion. Based upon the observed damage and the information provided, operational context caused or contributed to the event. No further action will be taken.